Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during creation of the corneal flap in the left eye, there was loss of suction at sixty-one percent of completion. The cone slipped from the ring, and suction 2 was too low. The surgeon opted to not open the flap, and waited until the following day to complete the lasik procedure. Additional information has been requested.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).